Manufacturer narrative:
The device was received within the introducer sheath, and the implant was attached to the pusher. The gold connector was observed to be broken at the distal end prior to the laser weld joint. The implant was attached and still had shape, which is inconsistent with the reported complaint details. The implant length is within specification. Based on the available information and evaluation of the returned device, the reported complaint could not be confirmed and the investigation is inconclusive. The root cause is unknown.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that two attempts were made to detach an embolization coil after placement in a cerebral aneurysm; however, the coil did not detach. When the coil was withdrawn into the microcatheter, the coil unexpectedly detached. The detached coil was pushed with a guide wire into the intended place. There was no reported patient injury and there was no health damage.